Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noise, which was present on the rate/sense and shock channels resulting in pacing inhibition. Technical services discussed possible causes of noise, including electromagnetic interference.